Manufacturer narrative:
Concomitant medical products: product ID: 977c165, lot#: va16u7c018, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot#: (B)(4), ubd: 13-may-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient has increased pain on right side and has sensitivity to stimulation when he tries to turn up stimulator. No falls. Patient did have MRI but after symptoms. Reprogramming to cover area of pain better. Impedance were normal. Patient had an MRI and it was found that the lead may have moved into the intrathecal space. The issue was not resolved. Patient has complained of increased pain on right side as well as increased sensitivity stimulation when trying to increase amplitude to help with pain. Patient states that increased pain and sensitivity started abruptly about 2 months ago. Impedance were normal and coverage of pain with stimulation was good. Patient had MRI that revealed that the lead may be intrathecal. Patient is going to see neurosurgeon for evaluation. Patient's weight was asked but unknown, hcp had no further information. No further complications were reported.

Manufacturer narrative:
Continuation of d11: product ID 977c165 lot# va16u7c018 serial# (B)(6) implanted: (B)(6)explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient had not been seen by the neurosurgeon yet. The cause had not been determined and the issue was not resolved. No further complications were reported or anticipated.